Event description:
A report was received that the patient was having difficulty charging the ipg. It was noted that the patient had multiple primary cell batteries implanted before causing the pocket to felt too deep. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.